Manufacturer narrative:
The customer¿s report that during infusion the extension set separated at bonded bifuse site was confirmed to be a separation. Visual inspection found the suspect set separated between the tubing and the y-connector outlet. Closer inspection of the separation under a lab microscope observed solvent around the end of the tubing where the separation occurred. The separated tubing¿s outer diameter was measured to be within measurement specification(s). Functional testing could not be performed on the suspect set due to the separation. Initial investigation suggested this event may be due to mechanical interference between the parallel connector receiving pocket and tubing component.

Event description:
It was reported that during infusion, the extension set separated at bonded bifuse site as the patient was agitated and was moving around frequently. The peripherally inserted central catheter (PICC) was then flushed with heparin and was reconnected to fluids at kvo rate (keep vein open). It was confirmed that there was no patient injury s a result of this event. Although requested, additional information was not provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient information was not provided.

Event description:
It was reported that during infusion, the extension set separated at the bonded bifuse site as the patient was agitated and was moving around frequently. The peripherally inserted central catheter (PICC) was then flushed with heparin and was reconnected to fluids at kvo rate (keep vein open). There was no patient injury. Although requested, additional information was not provided.